Event description:
It was reported that the procedure was to treat the lesion located in the peripheral. The bmw guide wire was advanced up and over the horn to a lesion located just distal to the knee. A monorail type catheter was used to remove thrombus from the lesion site. After the removal of the thrombus, the monorail catheter was pulled back, but the guide wire was kinked and the catheter could not be pulled back. Some force was used to remove the catheter and at this time the distal portion of the guide wire was noted to be broken. With the sheath still in position, a snare device was used to pull the separated distal portion of the guide wire back to the distal end of the sheath. The separated portion of the guide wire could not be pulled back to the distal end of the sheath. The separated portion of the guide wire could not be pulled into the sheath, so the entire system was removed and the separated portion of the guide wire was successfully removed from the pt. Reportedly, the pt is doing fine.